Event description:
Pt had bunionette on 5th metatarsal corrected and smartpin inserted across osteotomy. The pin was shortened, using a hot wire cautery device to ensure flush with the bone (reduced length to approx. 16 mm). Pt also had button on 1st metatarsal corrected and osteotomy held with a smartpin, but that has been uneventful. For 9 weeks, healing stage was uneventful. But at 9 weeks, a stump appeared over the site of the smartpin insertion on 5 th metatarsal. The foot appeared red and it was painful, with the pt unable to put on shoes. The pt was scheduled to have the pin taken out after MRI seems indicated smartpin may have backed out of hole. During this procedure there were several things to note. Firstly, the pin was pulled out easily. The pin had backed out approx. 4 mm. The site was moist and there were some thickening around the drill site.